Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of jubuf238 showed no other similar product complaint(s) from this lot number.

Event description:
The facility reported to the sales rep that during a clabsi eradication training, the foam fingers detached from the sitescrub. It was stated that when used on the open hub of a 3french power PICC, it left fibers and bits of foam on the hub. This was not used on a patient as it was during training.